Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2019, one clip was implanted, reducing mr to 1. Then on (B)(6) 2021, the patient returned with recurrent mr grade of 4 due to disease of progression. The clip remains stable on both leaflets the patient underwent a second mitraclip procedure. The clip delivery system (cds) was advanced to the mitral valve; however, both grippers would not lower. Therefore, the cds was removed with the clip attached. The cds was tested outside the patient body, and both grippers would still not lower. One gripper was more difficult to lower. The procedure continued with a new cds. One additional clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis could not confirm the reported difficult gripper actuation as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.